Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to an ltv ventilator. At this time, no further information has been provided regarding the reported incident or whether or not there are any allegations against the ventilator.